Event description:
It was reported that during the one-month post-operative visit following the implantation of a multifocal preloaded intraocular lens (iol), the patient experienced poor visual acuity and requested a replacement with a monofocal iol. The physician also reported that since the patient was suspected of having dementia, the physician did not consider the issue to be related to the lens. All multifocal iols are likely to lead to dissatisfaction. No patient injury was reported post iol replacement, and no medical intervention was required. Through follow-up, we learned that the patient symptoms started one week post-operation with the patient not able to see into the distance clearly. Therefore, the physician decided to monitor the patient. During the six month visit post-operation, the patient presented a distant visual acuity of 0.5. The iol was explanted on (B)(6) 2024, and a monofocal intraocular lens was implanted. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.